Manufacturer narrative:
Several discussions with pt revealed what appears to be a skin reaction to this or other products in a geriatric pt. Rare but known reaction to this product.

Event description:
Pt had eeg and developed swollen eyes and skin irritation. Very slow to subside. Puffiness around eyes returned. Also had scaling and dry skin at former electrode sites. Loss of hair.